Event description:
Patient was revised to address loosening of the tibia and malalignment of the patella.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening the patella alignment. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.